Manufacturer narrative:
The tubing has not been returned to okm for further investigation. Olympus japan have confirmed 'that there was no damage to patients health' and that the facility have been advised for future reference that this tubing is single-use. This will be the final report submitted, however, if any new information is received the case will be reviewed. H3 other text : incorrect usage by facility.

Manufacturer narrative:
The details of the event itself and the implications to the patient(s) are unknown. Olympus keymed has requested further information surrounding the event and are waiting for a response from originator. Once relevant information is available appropriate follow up report will be issued. Reported in an abundance of caution.

Event description:
It was found that the patient connection tube used in the kv-6 was being reused.